Event description:
Discordant low free t4 and tsh results were obtained on a pt sample. The results were reported but were questioned by the physician(s). The sample was repeated and higher result was obtained for the free t4 and tsh assay. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant free t4 and tsh results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant free t4 and tsh results was due to the processor shuttle. The fse replaced the processor shuttle. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.